Event description:
Ous MDR - after an implantation period of about 27 months, oversensing with inappropriate shocks was reported. The ICD and the lead were explanted. No other adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR.